Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient also mentioned that she received an error when using the meter. At 11:33 a.m., a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. At 11:36 a.m., a sample from the patient was tested using the meter, resulting with a value of 7.6 inr. At 12:30 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.4 inr. At 3:06 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.4 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter results. The patient currently feels fine. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is weekly. The patient is anemic, but does not know her hematocrit. The patient has antiphospholipid antibodies (lupus). The patient did not take heparin or direct thrombin inhibitors. The patient has had no changes in diet or medication. The patient is on a diabetic diet. The patient did not have any bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353503) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.2 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. The results alleged by the customer were observed in the meter¿s patient result memory, but the meter's time/date was set incorrectly during the acquisition of the results 7.6 and > 8.0 inr.